Event description:
The customer complained that they discovered a pt pendant, in which the cord had been severed, exposing bare wire.

Manufacturer narrative:
The technician replaced the pt pendant, which resolved ths issue. The bed operates normally. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.